Event description:
Customer alleged the right brake just snapped off. Minor injury alleged.

Manufacturer narrative:
The consumer is an (B)(6).the consumers preexisting medical condition states stability issues. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The consumers daughter stated that her mother got up in the morning, went to put the brakes on her (B)(6) rollator and the right brake allegedly just snapped off. Daughter states that her mother fell and the rollator fell on top of her, caused cuts on the inside of her left arm, elbow and wrist. The caregiver bandaged the wounds. No additional medical intervention was sought.